Event description:
It was reported that patient received inappropriate therapy for afib with rvr. Patient was admitted for acute respiratory failure, chf, and acute nstemi. Clinically resolved by reprogramming the device and medications were added to the patients plan of care.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.